Manufacturer narrative:
(B)(4). D10: medical products: item#: 110024773, juggerstitch curved implant; lot#: 66101168. G2: foreign: india. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was attempting to deploy the implant the device failed to deploy the implant. There were no reports of a foreign body retained or harm to the patient. Multiple attempts have been made to obtain additional information. No additional information has been received at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. Visual examination of the returned product identified two juggerstitch devices were returned. Sample two was returned and has not been cycled. The sutures and anchors remain in the portion of the needle tip that has fractured away from the juggerstitch. The needle tip has fractured off and was returned with the device. Cycled the black button on the handle and there was some tension in doing so but was able to cycle completely in both directions. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.